Event description:
The customer reported blood leaking from the needle bellows of the coulter lh 750 hematology analyzer while running patient samples. The customer indicated that less than 20 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer also stated that the instrument generated aspiration errors during the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected tubing at quick disconnect (qd7) which is located behind the needle bellows. The fse reconnected the tubing at qd7 to resolve the leak. The fse noted that the shear valves were dirty causing slow aspiration. The fse cleaned the shear valves and shortened some aspiration tubings which was not related to the leak. The instrument generated stripper plate not out errors due to a bad rocker bed sensor but was also not related to the leak. The fse replaced the rocker bed to resolve the errors. Results: failure mode of the leak is attributed to a disconnected tubing at quick disconnect qd7. The fse noted slow aspiration and cleaned the dirty shear valves to resolve the issue. The stripper plate not out errors were resolved by replacing the rocker bed sensor. (B)(4).